Manufacturer narrative:
(B)(4). The confirmed failure in the inflation line is a known issue and has been investigated under a corrective and preventative action.

Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported during the pre test the cuff inflated.after the patient was intubated the cuff did not inflate. There was no harm reported. There was no information regarding any intervention (reintubation) performed.